Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal below the knee artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, a balloon rupture in the shape of a pinhole was noted upon first inflation at 4atm within 2 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post procedure.